Event description:
It was reported that during a ¿scarf¿ surgical procedure, it was observed that the motor on the electric pen drive device was overheating when the doctor attempted to cut through the bone. The reporter also stated that the surgeon was not happy with the cutting ability. There were no delays to the planned surgical procedure. The surgery was completed successfully with a spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.